Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. Visual inspection verified a capacitor was burnt. A golden dsp board was utilized to perform all testing. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming a capacitor appeared to have been burnt. Although there were no reported visible smoke or fire, burnt components could potentially indicate evidence of fire or other elements of excess heat. There were no adverse consequences from this event and the hospital electronic system was replaced.